Manufacturer narrative:
Additional information is provided in the sections d.4, h.4,h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of the cannula was obstructed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photo show a cannula inside blister pack. Reported issue cannot be confirmed from photo. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken.complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a cataract surgery an ophthalmic cannula was primed and found out it was plugged prior to insertion. The procedure was completed by using another product and there was no harm to the patient.